Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller reports that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 3.1 inr/2.25 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that there are not any strips left, so no product will be returned for evaluation.

Event description:
The event is reported as: stapler jammed during use. No injuries reported.